Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent a revision surgery two weeks later and inspection revealed a crack in the tube the pump and reservoir. Therefore, the reservoir and the pump were replaced. The old reservoir was not removed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent a revision surgery two weeks later and inspection revealed a crack in the tube the pump and reservoir. Therefore, the reservoir and the pump were replaced. The old reservoir was not removed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump underwent a thorough analysis. No tubing was returned. The pump was leak tested, visually and microscopically inspected, and functionally tested. The pump and did not pass activation testing. Product analysis was unable to confirm the reported event related to a hole/perforated but was able to confirm a pump malfunction which could have affected the functionality of the device. Corrected b3.